Event description:
It was reported via social media that hypertension, hypotension, and tachycardia occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted in (B)(6) 2021. Since then they have reported a heart rate averaging 125 beats per minute, blood pressure ranged from 150/102mmhg to 60/40mmhg. A pacemaker is to be implanted in (B)(6) 2022. No further information is available at this time.

Manufacturer narrative:
Date of implant: estimated as: (B)(6) 2021. Date of event: estimated as 30 days before aware date: (B)(6) 2022.